Manufacturer narrative:
This report is submitted on december 15, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the receiver-stimulator, subsequently the patient underwent revision surgery on (B)(6) 2017 to reposition receiver-stimulator and replace internal magnet. The implanted device remains.